Event description:
It was reported that bd iag bc pro global defective catheter break. The following information was provided by the initial reporter: description of the facts: this morning in hdj dermato / allergo, during the installation of the catheter of several patients, discovered several defective catheters (2 pink and 1 blue) including 1 catheter which broke in the arm of the patient where I managed to remove everything. Pain/discomfort for the patient precautionary measures and actions taken: dm not available for expert appraisal. You mentioned that several patients were affected, could you confirm the number of patients affected and provide us with the date of the events. This concerns only 1 catheter, and the incident occurred on (B)(6) 2025. The last reported incident is referenced (B)(4). This is to find out if the catheters are defective or if they have been broken after they have been placed. Could you provide us with the date of the most recent incident? The most recent incident occurred on (B)(6) 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381023 and lot number 4361619. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.